Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. Once inside the pocket, physician noted that the right ventricular lead had insulation damage with externalized cables. The lead was capped and replaced during the same procedure. Patient was stable after the event.